Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name and address: (B)(6) medical center. The actual sample was received for evaluation. The concurrently used line was not returned for evaluation. Visual inspection of the actual sampling system sample revealed no anomaly such as a breakage or deformity that could lead to the difficulty in performing the sampling. Magnifying inspection of the red three-way stopcock did not find any anomaly including an obstruction in the blood channel. A circuit was built using the actual sample and rx15re30. Priming was done with physiological saline solution. After that, the oxygenator was adjusted that the pressure at the blood outlet port become 100mmhg and 200mmhg respectively while the flow rate was set at 4l/min, and then, while changing the flow rate from 0.5l/min to 4l/min, sampling from the red sampling port was attempted. As a result, it was confirmed that sampling of saline solution was possible at all the flow rate, at both pressure level of the blood outlet port. A review of the device history record and the product release decision control sheet of the involved product code/lot number combination revealed no findings. IFU states: in order to collect proper blood samples, withdraw at least 10 ml of blood, then collect blood through sampling line. In the case of arterial blood sampling, blood can be collected after opening the stopcock for arterial-venous shunting through sampling line. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox rx15 was used during the procedure. The blood could not be taken from the red sampling port of the sampling system attached to the reservoir. They exchanged with another sampling system to continue the procedure. The patient was not harmed. The procedure outcome was not reported.